Manufacturer narrative:
The impella cp was returned for inspection. The repositioning sheath was undamaged and there were no defects found on the catheter. The clinical case was also reviewed. The access site oozing was observed during the times when the repositioning unit was found to have backed out of the arteriotomy. Each time the repositioning sheath was re-advanced, the oozing would resolve. According to the clinical representative the patient's bmi was (B)(6), and the patient weighed (B)(6) pounds. The patient received 5 units of blood and two packs of platelets during the case, and the majority of the blood loss was attributed to a gastrointestinal bleed. The estimated access site ooze rate was less than 15 cc/min. The root cause of the oozing at the access site was most likely the repositioning unit backing out of the arteriotomy. It is possible the repositioning sheath backed out of the arteriotomy as a result of the patient's size, however this cannot be confirmed. A review of the device history did not reveal any nonconformities. (B)(4).

Event description:
A (B)(6) female patient presented with myocardial infarction, ischemic mitral valve disease as well as diseased distal vessels. The patient was being supported by an intra-aortic balloon pump (iabp) when she arrived at the hospital. The iabp was removed for escalation of care to an impella cp, and the patient was reported to have decompensated following the removal of the iabp. The impella cp was implanted for support on (B)(6) through the left femoral artery. The pump supported the patient with the intention to allow the left ventricle to rest so the patient could undergo mitral valve repair. The patient experienced oozing from the access site on the evening the pump was implanted, and the introducer was reported to have come out of position. The introducer was readvanced and gauze was applied, and the access site oozing was remedied. Blood replacement products were ordered, however none were given at this time, and the pump continued to support the patient. The patient experienced signs of hematuria on (B)(6), and the position of the pump was managed in order to prevent hemolysis from developing. The pump was repositioned on (B)(6), after which the patient experienced bleeding from the access site. The pump was inserted further into the sheath hub to control the bleeding, and the patient received blood replacement products at this time. It was discovered the patient was experiencing a gi bleed on (B)(6), and she received additional blood replacement products. Later in the day on (B)(6) the pump stopped, and was unable to be restarted. The patient was brought to the cardiovascular operating room for removal of the impella. She was decompensating at this time, and the decision was made not to start CPR. The patient expired due to comorbidities and a new onset of sepsis.